Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") in a 28-year-old female patient who had essure (batch no. 62503-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included loop electrosurgical excision procedure since 2011. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and migraine ("migraine"). In 2009, the patient experienced fatigue ("fatigue,"). In 2013, the patient experienced kidney infection (seriousness criterion medically significant) and urinary tract infection ("uti"). In june 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding ( menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type: rash"), nausea ("nausea,"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pain in extremity ("pain-leg"), back pain ("pain") and urticaria ("red hives"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, kidney infection, rash, nausea, headache, weight increased, dysmenorrhoea, pain in extremity, urinary tract infection, back pain, urticaria and migraine outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results: 06jun2014, pathology report: final diagnosis: endometrium, biopsy: mild chronic endometritis, proliferative endometrium. Clinical history: dysfunctional uterine bleeding gross examination: received in fixative labeled on the container with the patient's name and on the requisition as endometrial biopsy, the specimen consists of a collection of pink tan tissue, clot like material and mucus measuring approximately 1.4 cm across. The specimen is submitted in a single cassette. (L) al/ch 18jul2014, pathology report specimen(s) received: uterus w/ l and right fallopian tubes final diagnosis: uterus with left and right fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis. No evidence of dysplasia. Endometrium: secretory endometrium. No evidence of malignancy. Myometrium: adenomyosis. Leiomyomata. Serosal adhesions. Fallopian tubes: bilateral proximal intratubal foreign devices. Focal adhesions. Para tubal cyst. Clinical history: menorrhagia and dysmenorrhea gross examination: received in formalin labeled uterus with left and right fallopian tubes is a uterus with separate fallopian tube segments. The ovaries are not attached to the uterus and are not present separately within the container upon straining the liquid contents. The uterus is tan pink regularly shaped 7.9 x 6.4 x 3.8 cm, 93 grams. The serosal surfaces show two areas of serosal leiomyomata. The larger is ovoid 0.3 cm maximum dimension and is noted on the right anterior lateral portion of the mid fundus. The other is white tan rubbery cylindrical 0.4 cm length x 0.1 cm diameter and is noted on the left posterior aspect 0.3 cm from the isthmic portion of the left proximal fallopian tube segment. Focal fine serosal adhesions are also noted anteriorly. The ectocervix is pink tan 3.2 x. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") in a 28-year-old female patient who had essure (batch no. 62503-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". Medical conditions: *(B)(6) 2014, pathology report: final diagnosis: endometrium, biopsy: mild chronic endometritis, proliferative endometrium. Clinical history: dysfunctional uterine bleeding gross examination: received in fixative labeled on the container with the patient's name and on the requisition as endometrial biopsy, the specimen consists of a collection of pink tan tissue, clot like material and mucus measuring approximately 1.4 cm across. The specimen is submitted in a single cassette. (L) al/ch (B)(6) 2014, pathology report specimen(s) received: uterus w/ l and right fallopian tubes final diagnosis: uterus with left and right fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis. No evidence of dysplasia. Endometrium: secretory endometrium. No evidence of malignancy. Myometrium: adenomyosis. Leiomyomata. Serosal adhesions. Fallopian tubes: bilateral proximal intratubal foreign devices. Focal adhesions. Para tubal cyst. Clinical history: menorrhagia and dysmenorrhea gross examination: received in formalin labeled uterus with left and right fallopian tubes is a uterus with separate fallopian tube segments. The ovaries are not attached to the uterus and are not present separately within the container upon straining the liquid contents. The uterus is tan pink regularly shaped 7.9 x 6.4 x 3.8 cm, 93 grams. The serosal surfaces show two areas of serosal leiomyomata. The larger is ovoid 0.3 cm maximum dimension and is noted on the right anterior lateral portion of the mid fundus. The other is white tan rubbery cylindrical 0.4 cm length x 0.1 cm diameter and is noted on the left posterior aspect 0.3 cm from the isthmic portion of the left proximal fallopian tube segment. Focal fine serosal adhesions are also noted anteriorly. The ectocervix is pink tan 3.2 x. Concurrent conditions included loop electrosurgical excision procedure since 2011. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine") and was found to have weight increased ("weight gain"). In 2009, the patient experienced fatigue ("fatigue,"). In 2013, the patient experienced kidney infection (seriousness criterion medically significant) and urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding ( menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type: rash"), nausea ("nausea,"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pain in extremity ("pain-leg"), back pain ("pain") and urticaria ("red hives"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, kidney infection, rash, nausea, headache, weight increased, pain in extremity, urinary tract infection, back pain, urticaria and migraine outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of dysmenorrhoea updated to recovering / resolving incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and kidney infection ("infection (bladder/ urinary tract/vaginal) type: kidney") in a 28-year-old female patient who had essure (batch no. 62503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test." The patient's concurrent conditions included loop electrosurgical excision procedure since 2011. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and migraine ("migraine"). In 2009, the patient experienced fatigue ("fatigue,"). In 2013, the patient experienced kidney infection (seriousness criterion medically significant) and urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding ( menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), rash ("rashes or skin conditions type: rash"), nausea ("nausea,"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pain in extremity ("pain-leg"), back pain ("pain") and urticaria ("red hives"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 18-jul-2014. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, kidney infection, rash, nausea, headache, weight increased, dysmenorrhoea, pain in extremity, urinary tract infection, back pain, urticaria and migraine outcome was unknown and the genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results: (B)(6) 2014, pathology report: final diagnosis: endometrium, biopsy: mild chronic endometritis, proliferative endometrium. Clinical history: dysfunctional uterine bleeding gross examination: received in fixative labeled on the container with the patient's name and on the requisition as endometrial biopsy, the specimen consists of a collection of pink tan tissue, clot like material and mucus measuring approximately 1.4 cm across. The specimen is submitted in a single cassette. (L) al/ch (B)(6) 2014, pathology report specimen(s) received: uterus w/ l and right fallopian tubes final diagnosis: uterus with left and right fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: chronic cervicitis. No evidence of dysplasia. Endometrium: secretory endometrium. No evidence of malignancy. Myometrium: adenomyosis. Leiomyomata. Serosal adhesions. Fallopian tubes: bilateral proximal intratubal foreign devices. Focal adhesions. Para tubal cyst. Clinical history: menorrhagia and dysmenorrhea gross examination: received in formalin labeled uterus with left and right fallopian tubes is a uterus with separate fallopian tube segments. The ovaries are not attached to the uterus and are not present separately within the container upon straining the liquid contents. The uterus is tan pink regularly shaped 7.9 x 6.4 x 3.8 cm, 93 grams. The serosal surfaces show two areas of serosal leiomyomata. The larger is ovoid 0.3 cm maximum dimension and is noted on the right anterior lateral portion of the mid fundus. The other is white tan rubbery cylindrical 0.4 cm length x. 0.1 cm diameter and is noted on the left posterior aspect 0.3 cm from the isthmic portion of the left proximal fallopian tube segment. Focal fine serosal adhesions are also noted anteriorly. The ectocervix is pink tan 3.2 x. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as she didn¿t undergo an essure confirmation test, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: kidney, uti, rashes or skin conditions type: rash, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, fatigue, weight gain / loss specify which one: weight gain, leg pain, back pain. Relevant lab data added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.